Event description:
It was reported that during a training/demo of the da vinci system, intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted regarding a dvstat stated error 40100 that had occurred on a specific module. The customer had power-cycled the system after the error, which had disrupted the training session. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error 40100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed but not replicated. A review of system logs revealed error 40100 indicating fault on the set-up joint (suj) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fru connector pogo-pin (fcp) was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis.failure analysis concluded that the fcp is consistent with the reported event and is the potential root cause for this issue.